Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation of the reported condition was performed. A review of the device history record (DHR) for the manufacturing lot indicates that there were no issues found with the inspected samples of the manufacturing lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed, and no issues related to the report conditions were observed. All scheduled maintenance and calibration activities were completed on time. There were no related process or material changes related to the reported condition for this product. The exact root cause could not be determined based on available information. However, based on historical issue the most likely root cause of illegible barrel print is potentially from issues with print head.prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. As no returned samples are available, the nature of the particle cannot be determined and a real root cause cannot be found. However, as the customer report excess of silicone, the strongest factor for the observed hair-angel particle is silicone solidified inside the barrel. Specifically, looking for visual issues, including contamination on syringe. The lot met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the product or process. No trend exists for the reported condition, and a real root cause was not identified based on the analyzed evidences. So, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: (UDI #), ( MFR name and MFR contact first name, last name and email address), (phone # ) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that 38 cases of syringes were found to have loose particulate, angel hair, excessive silicone and illegible print specifically numbers and lines.